Manufacturer narrative:
Age or date of birth and weight: unknown, asked but not available. If explanted, give date: not applicable as the lens remains implanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician had difficulty implanting a preloaded intraocular lens (iol) during surgery because the trailing haptic of the iol had stretched to stick with its plunger. The iol was successfully implanted by using tweezers with no damages and there had been no problem with the operation. There was no patient injury. There was no other medical or surgical intervention. Patient is doing good. No other information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that the section "g4" of the initial MDR report was inadvertently populated with the PMA# p980040 which is incorrect. The "g4" field should have been kept blank and the justification for that should have been entered in the section "h10" of the initial MDR report. Section g4: this report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: no complaint product was returned for evaluation. A customer provided movie was received for evaluation depicting the insertion of the dib00v device into the patient's eye. Starting at the 6 second make of the video the doctor is seen inserting what appears to be ophthalmic viscoelastic device (ovd) into the hydration port, but due to to handling, the ovd is seen spreading into the lens module of the simplicity handpiece. Starting at 16 seconds the device is seen inserted into the eye and at 25 seconds the device is seen overriding the lens, including the trailing haptic which appears to be intact, not folded, and caught in the cartridge, which is then inserted into the patient's eye with assistance from the doctor at the 55 seconds mark. The lens appears undamaged after insertion into the eye. The potential root cause and clinical impact to the patient cannot be confirmed from a video assessment. The complaint issue "trailing haptic not folded" was identified during product evaluation, "difficult to use" was not confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.